Manufacturer narrative:
Olympus contacted the user facility to obtain additional information regarding this report. The user facility reported that, the procedure was delayed for approximately 5-10 minutes. The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed that the image would blacken and display horizontal lines across the screen when the bending section was fully angulated. The image returned to normal when the bending section was returned to a neutral position. There was no evidence of fluid invasion and the scope passed the leakage test. The reported phenomenon was attributed to extensive use. The device has been serviced and returned to the user facility. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during an unspecified type of colonoscopy procedure, the users experienced a complete loss of image. The procedure was completed with a different colonoscope. There was no patient harm reported.